Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is needing an MRI. They reported ins was removed on (B)(6) 2022 so that they would be eligible to have an MRI if they ever needed one however the lead was left implanted. They reported the ins had been turned off for a couple years b/c the therapy did not help with their symptoms. Additional information was received from a healthcare professional (hcp). The hcp reported that the lead was not left intentionally and clarified that it could not be removed entirely and the distal lead is in place. They also reported that the status of the explanted device is listed as discarded. Procedure notes were also attached in the response where it states that the lead was progressively tugged to try to release it from the sacrum. Despite very careful attention to only gently tugging the lead, it clearly was very much imbedded and scarred in place, and ultimately fractured at the proximal portion of the lead. The hcp estimated that 95% of the lead was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va15unx, implanted: (B)(6) 2016, explanted: (B)(6) 2022. Product type: lead, product ID: 3889-28, lot#: va15unx, implanted: (B)(6) 2012, explanted: (B)(6) 2022. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-apr-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.